Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the system was providing error 307, the system was restarted several times with no success. The error was pointed to the surgeon side console (ssc) 1, the technical support engineer (tse) advised to start the procedure with only one console and guided the caller to disable the faulty console. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the touchscreen. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.